Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii video system center had no image when the pigtail was used. There were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer used two different pigtails. There were color bars when the pigtail was not attached and a black screen with noise which changed to black when the pigtail was attached. The scope was connected to a different tower and worked correctly. It was also noted that the pigtail was the right side up. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.